Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the implant/migration of essure device location of device: uterus/perforation (uterus)'), pregnancy with contraceptive device ('pregnant with essure micro-insert/pregnancy(stillbirth or miscarriage)') and abortion spontaneous ('miscarriage/pregnancy(stillbirth or miscarriage)') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine in 2006, multigravida, parity 3, uterine dilation and curettage and bipolar disorder (diagnosed at 13 year old). *on (B)(6) 2012 home pregnancy test revealed, miscarriage and on (B)(6) 2013 pregnancy test revealed, live birth without complications. Previously administered products included for an unreported indication: mirena from 2006 to 2007 and mirena from 2001 to 2005. Concurrent conditions included gastric bypass since 2010, depression since 2004, intestinal ulcer, numbness of lower extremities, chronic back pain, nausea, light headedness, weight increased, gastrointestinal disorder nos, anxiety, central nervous system disorder, arthritis, shortness of breath, vomiting, fever, urination difficulty, cervix inflammation, cervicitis cystic and morbid obesity. Concomitant products included anti allergic agents, hydrocodone, lansoprazole (prevacid), medroxyprogesterone acetate (depo provera), minerals nos;vitamins nos (prenatal vitamins) and sumatriptan (imitrex). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced anaemia ("chronic anemia"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain") and back injury ("back injury"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and dilation and curettage in (B)(6) 2013). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menorrhagia, anaemia and back injury outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anaemia, back injury, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff experienced pregnancy episode with essure on (B)(6) 2014 captured under the case (B)(4). Per pfs: current weight: 175 lbs. On (B)(6) 2018: discrepancy of the explanted date of essure was seen in the previously reported device removal yes and in current follow up no removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2013: results: intrauterine fetal demise at 9 week and one day. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, vaginal haemorrhage, anaemia, pregnancy with contraceptive device, spontaneous abortion, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the implant/migration of essure device location of device: uterus/perforation (uterus)"), pregnancy with contraceptive device ("pregnant with essure micro-insert/pregnancy(stillbirth or miscarriage)") and abortion spontaneous ("miscarriage/pregnancy(stillbirth or miscarriage)") in a 31-year-old female patient (gravida 4, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3, uterine dilation and curettage, bipolar disorder (diagnosed at 13 year old) and migraine in 2006. Previously administered products included for an unreported indication: mirena from 2006 to 2007 and mirena from 2001 to 2005. Concurrent conditions included intestinal ulcer, numbness of lower extremities, chronic back pain, nausea, light headedness, gastric bypass since 2010, weight increased, gastrointestinal disorder nos, depression since 2004, anxiety, central nervous system disorder, arthritis, shortness of breath, vomiting, fever, urination difficulty, cervix inflammation, cervicitis cystic and morbid obesity. Concomitant products included cetirizine hydrochloride (zyrtec), hydrocodone, lansoprazole (prevacid), medroxyprogesterone (depo provera), prenatal vitamins and sumatriptan (imitrex). In (B)(6)2008, the patient had essure inserted. In (B)(6)2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced anaemia ("chronic anemia"). On (B)(6)2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain") and back injury ("back injury"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (dilation and curettage in (B)(6)2013). Essure was removed on (B)(6)2014. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menorrhagia, anaemia and back injury outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anaemia, back injury, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff experienced pregnancy episode with essure on (B)(6)2014 captured under the case (B)(4). Per pfs: current weight 175 lbs. On (B)(6)2018: discrepancy of the explanted date of essure was seen in the previously reported device removal yes and in current follow up no removal of essure . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.8 kg/sqm. Hysterosalpingogram - in (B)(6)2008: total bilateral occlusion ultrasound scan - on (B)(6)2013: intrauterine fetal demise at 9 week and one day on (B)(6)2012 home pregnancy test revealed, miscarriage and on (B)(6)2013 pregnancy test revealed, live birth without complications. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, vaginal haemorrhage, anaemia, pregnancy with contraceptive device, spontaneous abortion, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: plaintiff fact sheet received: historical drug and back injury event was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the implant/migration of essure device location of device: uterus/perforation (uterus)/perforated her uterine wall'), device dislocation ('dr. Didnt bother checking for the other one it may still be there'), pregnancy with contraceptive device ('pregnant with essure micro-insert/pregnancy(stillbirth or miscarriage)') and abortion spontaneous ('miscarriage/pregnancy(stillbirth or miscarriage)') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine in 2006, multigravida, parity 3, uterine dilation and curettage and bipolar disorder (diagnosed at 13 year old). On (B)(6) 2012 home pregnancy test revealed, miscarriage and on (B)(6) 2013 pregnancy test revealed, live birth without complications. Previously administered products included for an unreported indication: mirena from 2006 to 2007 and mirena from 2001 to 2005. Concurrent conditions included gastric bypass since 2010, depression since 2004, intestinal ulcer, numbness of lower extremities, chronic back pain, nausea, light headedness, weight increased, gastrointestinal disorder nos, anxiety, central nervous system disorder, arthritis, shortness of breath, vomiting, fever, urination difficulty, cervix inflammation, cervicitis cystic and morbid obesity. Concomitant products included anti allergic agents, hydrocodone, lansoprazole (prevacid), medroxyprogesterone acetate (depo provera), minerals nos;vitamins nos (prenatal vitamins) and sumatriptan (imitrex). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced anaemia ("chronic anemia"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain") and back injury ("back injury"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and dilation and curettage in (B)(6) 2013). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menorrhagia, anaemia and back injury outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anaemia, back injury, device dislocation, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff experienced pregnancy episode with essure on (B)(6) 2014 captured under the case (B)(4). Per pfs: current weight 175 lbs. On (B)(6) 2018: discrepancy of the explanted date of essure was seen in the previously reported device removal yes and in current follow up no removal of essure . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2013: results: intrauterine fetal demise at 9 week and one day. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, vaginal haemorrhage, anaemia, pregnancy with contraceptive device, spontaneous abortion, uterine perforation. Concerning the injuries reported in this case, the following ones were reported via social medial: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Reporter information added. Events: dr. Didnt bother checking for the other one it may still be there added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the implant/migration of essure device location of device: uterus/perforation (uterus)"), pregnancy with contraceptive device ("pregnant with essure micro-insert/pregnancy(stillbirth or miscarriage)") and abortion spontaneous ("miscarriage/pregnancy(stillbirth or miscarriage)") in a 31-year-old female patient (gravida 4, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 and uterine dilation and curettage. Concurrent conditions included intestinal ulcer, numbness in leg, chronic back pain, nausea, light headedness, gastric bypass, weight increased, gastrointestinal disorder nos, depression, anxiety, central nervous system disorder, arthritis, shortness of breath, vomiting, fever, urination difficulty, cervix inflammation and cervicitis cystic. Concomitant products included cetirizine hydrochloride (zyrtec), hydrocodone, lansoprazole (prevacid) and medroxyprogesterone (depo provera). In (B)(6) 2008, the patient had essure inserted. In november 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On 8-jan-2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). On 9-jan-2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On 13-may-2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain") and anaemia ("chronic anemia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (dilation and curettage in jan-2013). Essure was removed on 13-may-2014. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menorrhagia and anaemia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anaemia, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff experienced pregnancy episode with essure on 27-feb-2014 captured under the case 2018-098436. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in july 2008: total bilateral occlusion ultrasound scan - on 8-jan-2013: intrauterine fetal demise at 9 week and one day on nov-2012 home pregnancy test revealed, miscarriage and on jun-2013 pregnancy test revealed, live birth without complications. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, vaginal haemorrhage, anaemia, pregnancy with contraceptive device, spontaneous abortion, uterine perforation. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs and medical record received. New events added- abnormal bleeding (vaginal, menorrhagia), chronic anemia. Lab data, concomitant diseases and concomitant drugs added. Event verbatim was updated as migration of the implant/migration of essure device location of device: uterus/perforation (uterus) and pt was updated as uterine perforation. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the implant/migration of essure device location of device: uterus/perforation (uterus)/perforated her uterine wall'), device dislocation ('dr. Didnt bother checking for the other one it may still be there'), pregnancy with contraceptive device ('pregnant with essure micro-insert/pregnancy(stillbirth or miscarriage)') and abortion spontaneous ('miscarriage/pregnancy(stillbirth or miscarriage)') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine in 2006, multigravida, parity 3, uterine dilation and curettage and bipolar disorder (diagnosed at 13 year old). On (B)(6) 2012 home pregnancy test revealed, miscarriage and on (B)(6) 2013 pregnancy test revealed, live birth without complications. Previously administered products included for an unreported indication: mirena from 2006 to 2007 and mirena from 2001 to 2005. Concurrent conditions included gastric bypass since 2010, depression since 2004, intestinal ulcer, numbness of lower extremities, chronic back pain, nausea, light headedness, weight increased, gastrointestinal disorder nos, anxiety, central nervous system disorder, arthritis, shortness of breath, vomiting, fever, urination difficulty, cervix inflammation, cervicitis cystic and morbid obesity. Concomitant products included anti allergic agents, hydrocodone, lansoprazole (prevacid), medroxyprogesterone acetate (depo provera), minerals nos;vitamins nos (prenatal vitamins) and sumatriptan (imitrex). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced anaemia ("chronic anemia"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain") and back injury ("back injury"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and dilation and curettage in (B)(6) 2013). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menorrhagia, anaemia and back injury outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anaemia, back injury, device dislocation, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff experienced pregnancy episode with essure on (B)(6) 2014 captured under the case (B)(4). Per pfs: current weight 175 lbs. On (B)(6) 2018: discrepancy of the explanted date of essure was seen in the previously reported device removal yes and in current follow up no removal of essure . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2013: results: intrauterine fetal demise at 9 week and one day. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, vaginal haemorrhage, anaemia, pregnancy with contraceptive device, spontaneous abortion, uterine perforation. Concerning the injuries reported in this case, the following ones were reported via social medial: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc. On 6-jul-2020: pif received : insertion date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the implant/migration of essure device location of device: uterus/perforation (uterus)"), pregnancy with contraceptive device ("pregnant with essure micro-insert/pregnancy(stillbirth or miscarriage)") and abortion spontaneous ("miscarriage/pregnancy(stillbirth or miscarriage)") in a 31-year-old female patient (gravida 4, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3, uterine dilation and curettage, bipolar disorder (diagnosed at 13 year old) and migraine in 2006. Concurrent conditions included intestinal ulcer, numbness of lower extremities, chronic back pain, nausea, light headedness, gastric bypass since 2010, weight increased, gastrointestinal disorder nos, depression since 2004, anxiety, central nervous system disorder, arthritis, shortness of breath, vomiting, fever, urination difficulty, cervix inflammation, cervicitis cystic and morbid obesity. Concomitant products included cetirizine hydrochloride (zyrtec), hydrocodone, lansoprazole (prevacid), medroxyprogesterone (depo provera), prenatal vitamins and sumatriptan (imitrex). In january 2008, the patient had essure inserted. In november 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced anaemia ("chronic anemia"). On (B)(6)2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (dilation and curettage in jan-2013). Essure was removed on (B)(6)2014. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menorrhagia and anaemia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anaemia, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff experienced pregnancy episode with essure on(B)(6)2014 captured under the case 2018-098436. Per pfs: current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.8 kg/sqm. Hysterosalpingogram - in july 2008: total bilateral occlusion ultrasound scan - on (B)(6)2013: intrauterine fetal demise at 9 week and one day on nov-2012 home pregnancy test revealed, miscarriage and on jun-2013 pregnancy test revealed, live birth without complications. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, vaginal haemorrhage, anaemia, pregnancy with contraceptive device, spontaneous abortion, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the implant"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous and pelvic pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.